Event description:
It was reported to boston scientific corporation that during preparation for a vaginal prolapse repair procedure using an uphold vaginal support system, as the technician test-fired the capio device, the needle detached from a leg assembly. The needle reportedly detached outside of the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "great" and is over 18 years of age.

Manufacturer narrative:
(B)(4).